Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The top of reservoir compartment that holds the reservoir was lost. The reservoir area had tape and rubber bands around it. It was not leaking. They were trying another insulin pump brand and was about to put back the insulin pump of medtronic when they noticed the damage. The customer stated that the tandem brand representative broke the insulin pump. They also experienced a low blood glucose level of 22 mg/dl while wearing the tandem branded insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.